Event description:
A cracked and shattered touchscreen was reported, rendering the pump's interface illegible. There was no adverse impact on the customer's blood glucose level. The customer was given a replacement pump to ensure continued insulin therapy.